Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v011992, implanted: (B)(6) 2007, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v985676, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
Additional information received from a manufacturing representative reported that impedances were measured and they concerned regarding c-5 being "???" And 4-7 being greater than 4,000 ohms. The patient's left side was programmed to c+, 2- at 2.5v, 90 usec, 140 hz, with a therapy impedance of 995 ohms. The patient's right side was programmed to c+, 5- at 2.7v, 60 usec, 140 hz, with a therapy impedance of 712 ohms. Stimulation was used 24 hours a day and the ins was estimated to reach end of service at 74 months. The cause of the high impedances was not determined. The patient had a high level of therapy efficacy.

Event description:
It was reported the patient experienced a shocking/jolting sensation. Impedance testing was performed which showed high impedances and the printout showed ¿?¿ in most measured readings. Reprogramming was performed and it was noted the neurologist would likely have patient return for further testing. The patient also had decreasing symptoms control and a change in gait. Additional information received about three weeks later reported they were waiting on the neurology clinic to schedule an appointment with the patient to do further testing.